Event description:
It was reported that the guidewire encountered resistance when it was advanced and could not pass the catheter tip. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted and used to perform pulmonary vein isolation (pvi) in the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and the right inferior pulmonary vein (ripv). When moving from the ripv to the right superior pulmonary vein (rspv) resistance was encountered when advancing the guidewire into the right superior pulmonary vein (rspv). The guidewire was not able to be extended past the catheter tip. The catheter was still used to complete the isolation of the rspv. The procedure was completed with no patient complications. It was further noted that the guidewire could not be removed as normal. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection and functional testing. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. No outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the guidewire encountered resistance when it was advanced and could not pass the catheter tip. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted and used to perform pulmonary vein isolation (pvi) in the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and the right inferior pulmonary vein (ripv). When moving from the ripv to the right superior pulmonary vein (rspv) resistance was encountered when advancing the guidewire into the right superior pulmonary vein (rspv). The guidewire was not able to be extended past the catheter tip. The catheter was still used to complete the isolation of the rspv. The procedure was completed with no patient complications. It was further noted that the guidewire could not be removed as normal. The device is expected to be returned for analysis.